Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The cm10 is found defective while installation there is an error on screen saying audio failed. Patient involvement is unknown. There was no report of patient or user harm.

Event description:
It was reported to philips that the cm10 was found defective during installation there is an error on screen saying audio failed. The device was not in use on a patient at the time of the event the philips technical consultant (tc) confirmed the event. The tc was onsite installing the device when the error was noted. The cause of the event was the device not operating during an installation. The tc ordered a replacement.